Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures was achieved in a heavily calcified common femoral artery using two perclose proglide devices. Reportedly, after completion of the aaa procedure, the knots of both proglide sutures were advanced to the arteriotomy, bleeding continued. Leaving the suture in place, a third proglide was deployed; the knot advanced to the arteriotomy, but bleeding continued. A surgical cutdown was performed, which indicated that the sutures were sitting correctly on the vessel, but because of the heavy calcification at the site, the vessel was friable. The sutures were removed and the vessel was surgically patched to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have aided in the investigation. Although, the suture deployed successfully, it did not achieve hemostasis and another device was required to achieve hemostasis. The observation of the suture not achieving hemostasis can be influenced by but not limited to manufacturing, operator deployment technique, or patient anatomical conditions. The suture is assembled in the manufacturing area which has in-process inspections as stated in suture assembly procedure. The device is inspected during final inspection, which includes the inspection of the suture and the way it is loaded onto the device. The procedures provide for an integral suture that would deploy smoothly. The instructions for use provides for the optimum procedure to ensure successful delivery of the suture. The operator was reportedly trained in the use of the proglide device. The incident information reported the successful deployment and delivery of the suture to the vessel. There is no reported information to indicate an incorrect operator deployment technique. Patient anatomy may contribute to the reported continued bleeding after suture deployment. Femoral angiogram revealed heavy calcification with peripheral vascular disease. It was reported that the calcification interfered with suture sealing due to the calcification making the vessel friable, which exposed a gap in the suture seal. There is an indication of an anatomical condition influence on the reported experience, but it cannot be confirmed. Based on the reported information and the inspection criteria, the reported failure to achieve hemostasis, appears to be related to the operational influence of the heavily calcified access site and not a product quality deficiency. A review of the lot history record could not be performed and a query of the similar incidents could not be performed as the part was not returned and lot number was not reported. All products are subject to an inspection by manufacturing and a quality control audit inspection is performed to verify product quality. In addition, a sampling of finished devices is destructively tested, to include suture placement, to verify the functionality of the device. There does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. The investigation is not yet complete. A follow-up will be submitted with all additional relevant information. Devices #1 and #2 proglide, are being filed under separate manufacturer report numbers. The customer reported the common femoral artery was heavily calcified. During needle deployment, calcification may cause the needle to be deflected from the intended trajectory path which may result in a needle-to-cuff miss.